Event description:
It was reported to boston scientific corp that a dynamic y stent was used during a stent placement procedure. According to the complainant, during stent placement the bifurcated side of the stent kept going down the right side of the bronchus instead of bifurcating at the bronchus. Each additional attempt at stent placement resulted in the stent traveling down the right side of the bronchus versus the bifurcation. Following each failed attempt, the stent was dragged back into the middle trachea by forceps. As the forceps were being pulled out, the pt's airway became blocked. Due to the multiple attempts and the blocked airway, bag-mask ventilation was required multiple times during the procedure. On one occasion, they were unable to get a co2 reading. As well, the slide bar on the forceps kept getting hung up on the epiglottis and soft tissue causing edema of the vocal chords and epiglottis. During the seventh attempt to place the stent, it was difficult to find the bronchial anatomy due to soft tissue swelling resulting in inadvertent placement of the stent in the pt's esophagus. Upon the eighth attempt to place the stent, the stent was placed down to the carina but it would not open. A flexible bronchoscope was utilized. The pt and stent were intubated and the bifurcated portion of the stent was steered into the right airway. They then utilized an endotracheal tube to push the stent distally to feed it properly at the carina, and were able to open the stent into the correct position. The procedure was prolonged and lasted for three hours. The pt is stable and breathing on her own.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.